Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4167 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was ruptured 2cm beneath the insertion site. No other information was provided.